Event description:
It was reported that there were issues with the arctic sun device not reading the temperature probe and the temperature fluctuating drastically up and down. They swapped out the probe and were having the same problem, so they swapped out the machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. They swapped out the probe and were having the same problem, so they swapped out the machine. A DHR review is not required as the serial number is unknown. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were issues with the arctic sun device not reading the temperature probe and the temperature fluctuating drastically up and down. They swapped out the probe and were having the same problem, so they swapped out the machine.